Event description:
It was reported that the pt experienced a shocking sensation, while turning the head with the implantable neurostimulator turned on. There were no interventions performed. The pt turned the device off and was to have the device removed. No info was provided related to the pt's outcome. Additional info was requested but not available as of the date of this report. A f/u report will be filed if additional info becomes available.

Event description:
Additional information received reported that the patient's entire system was explanted. The patient outcome was reported as resolved without sequela as of (B)(6), 2011.

Manufacturer narrative:
Lead model 377860, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2011-(B)(6), lead model 377860, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2011-(B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was not removed due to insurance purposes. The patient had transferred to another physician and no further information was made available.